Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens not returned. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich2.6 implantable collamer lens, 5.50/+1.5/x090 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and pupil block, with elevated intraocular pressure. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4) (new incision) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).